Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effects of thrombosis and angina are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2: outcomes attributed to ae - hospitalization added. H6: health effect - impact code - 4607 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that in (B)(6) 2023, a 2.0x30mm non-abbott stent was implanted in the right coronary artery. Patient was placed on an anti-platelet medication. On (B)(6) 2023, the patient was rehospitalized and thrombus was noted in the non-abbott stent. A 3.5x18mm xience skypoint stent was implanted as treatment, and the anti-platelet medication was changed. On (B)(6) 2023, the patient was rehospitalized with chest pain. Thrombosis was noted in the xience skypoint stent. Balloon angioplasty was performed and the anitplatelet medication was changed again. Additionally, it was noted that the patient was non-compliant with the antiplatelet medication. There was no adverse patient sequela. No additional information was provided.